Event description:
The customer reported that the device did not discharge immediately during cardioversion.

Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge immediately during cardioversion. There was no report of negative pt impact. A philips field service engineer evaluated the device and could not reproduce the symptoms. The device passed all standard testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.